Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an error 15 while using the device updater to update their pump. Reportedly, the customer was unable to continue the update process and was unable to use the pump. During troubleshooting, tandem technical support (cts) advised for the customer to attempt to unplug the pump then reconnect it to the computer; however, the issue was not resolved. Cts advised for the customer to attempt using another usb cable; however, the issue was still not resolved. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.